Event description:
It was reported that there was air pressure build up near the blue vent port of the device that connects to the clear tubing; therefore, the patient's contents were pushing back through and leaking from the tubing. There was no medical intervention reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted two nasogastric sump tubes in unopened original packaging. No obvious visible defects were noted. Both tubes were flushed with a methylene blue and water solution. No resistance to flow was noted and no leaks were observed. The white connector was then removed from the tip of the tube, and the tube was bent and flushed with methylene blue and water solution. No leaks were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Reflux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for reflux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fluid through the prevent® filter as this may result in blockage and leakage of filter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was air pressure build up near the blue vent port of the device that connects to the clear tubing; therefore, the patient's contents were pushing back through and leaking from the tubing. There was no medical intervention reported.